Event description:
It was reported the pt experienced ineffective stimulation during a reprogramming session. Follow-up revealed the sjm representative could not adequately cover the pt's pain pattern; only abdominal stimulation was received. Impedances were normal. The physician will see the pt again for reprogramming in two weeks. Additional intervention will be determined at that time. Please reference MFR report # 1627487-2013-23417 regarding the ipg issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.